Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4). Device was discarded.

Event description:
Customer reportedly received the following results on two compact plus meters, within 10 minutes: 16 mg/dl, 134 mg/dl on compact plus meter (system 1), and 146 mg/dl on compact plus meter (system 2). Customer also reportedly received the following results on the compact plus (system 2) within 10 minutes: 146 mg/dl, 162 mg/dl, 26 mg/dl and lo (<10) mg/dl. Customer has disposed of the containers and boxes of test strips. No death or serious injury reported. No product will be returned.